Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of tissue damage as listed in the instructions for use (eifu), mitraclip system gen 4, u.s., is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for chordal damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a prolapse/flail. The ntw clip was able to grasp the leaflets; however, after the leaftlet grasp, the mr increased slightly and it was noted that there was possibly chordal damage. It was noted that a chord seemed to be more visible than before leaflet grasping. The device was removed without difficulty. An xtw clip was then used and was deployed without issue. No treatment was provided to treat the possible tissue damage. The mr was reduced from grade 4+ to grade 2+. There were no clinically significant delay in the procedure. No additional information was provided.